Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a complete heart block occurred with an escape rhythm of approximately 40 beats per minute. A temporary pacemaker was placed, and the patient was discharged from the procedure room. It was also reported that on the night of the procedure, recovery from the complete heart block was observed and conduction "basically" returned to 1:1, however occasional 2:1 block and junctional rhythm were observed on electrocardiogram (ECG) monitoring. Therefore, pacemaker was planned for a later date as a precaution. No further patient complications have been reported as a result of this event.